Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference information in regulatory report 3007566237-2017-02924 for information previously reported, but was determined to be the same event after additional information was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. A friend or family member of the patient reiterated the issues with therapy and loss of therapy. The hcp was made aware of this complaint and stated that they are well aware of the situation and asked that the patient be forwarded to them if they continue to reach out. The cause of the oor and ¿microchip¿ issue have not yet been determined. It was clarified that the patient¿s ins was not at eos.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the implantable neurostimulator (ins) issue/settings problems was not determined and could not be reproduced. Regarding if the cessation of therapy due to the ins issue/settings problems had resolved, the hcp noted that it was unclear that had occurred. The serial number of the ins involved with the out of regulation (oor) issue was not available at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of the patient later reported that the patient was feeling terrible as a result of the device being ¿defective¿ and not working properly. The patient¿s healthcare professional (hcp) was reportedly looking into the issue, but nothing more had been relayed to the patient for a couple of weeks. It was noted they were not going to replace the ins. It was stated there was a ¿microchip or something¿ that was not working and hadn¿t been working for some time. The patient has been feeling ill, is in pain all the time and is not doing well. The device stopped working approximately 6-8 weeks prior to this secondary report. The patient has been suffering because it ¿really messes with [the patient¿s] head¿ and they ¿cannot think straight.¿ an attempt to ween the patient off the stimulator was tried, but has not been successful as the ins turns on and off intermittently. The patient is unable to function or get out of bed 99% of the time. The patient does not know what to do because they are in constant turmoil. It was noted that a manufacturer representative (rep) would be checking the patient¿s impedances to verify if the system is functioning appropriately.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder and movement disorders. It was reported that the patient saw an end of service (eos) message about a month ago. Roughly a week later their ins stopped working and they received an out of regulation (oor) message. The next month their healthcare provider (hcp) confirmed their ins was no longer providing therapy and 3 of their 4 settings were wiped out. Caller indicated this issue was on only one of the implants as the patient does not use the other one. The caller was able to bypass the oor message over the phone and get to the normal therapy screen, where the patient programmer confirmed stimulation was on, ok 1.00 and on setting a with voltage at 2.94v. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that for the past 6 months one of the devices had not been working. The ins allegedly stops working and then comes on again. Something in the battery was faulty or bad. They never know when it will stop working, or come back on with a weird setting. The device allegedly never comes back on at the same "range" when it turns off and on. It was clarified this was referring to the previously reported oor messages that the patient was seeing. In one instance, the patient stopped feeling well on their way home from a reprogramming session with their physician, and saw an oor message when they checked the ins. The patient is extremely ill and cannot sleep or eat when therapy goes off. Initially after implant the patient had a doctor within driving distance; however, that changed when their insurance changed and they felt like "someone dropped the ball." The patient wanted the device replaced, but the physician was attempting to wean the patient off of the ins still by decreasing settings with a future plan of explanting it. The patient's friend/family member wanted it replaced as it was too painful for the patient coming off of the device. The attempts to wean the patient from the ins were allegedly like coming off a drug, "like heroin." The drawbacks to not having the device were reportedly horrible, and the patient had been "going through hell." The patient was implanted for obsessive compulsive disorder (ocd) and depression. It was noted the patient would seek information on the oor messages when they felt better.